Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months (calculated from when the device was issued to the patient.) The mpu remains with the patient for a/c power use. Review of the primary and backup system controller log files found that approximately 5 minutes after the lvad was changed from battery power to the mpu, a low power advisory alarm was recorded. The associated voltage levels suggested that the system controller¿s power cables were incorrectly connected to the mpu power cables (white to black and black to white instead of black to black and white to white). The following events were captured in the log file: primary system controller log file: at 23:10:48, power was switched from battery to the mpu. At 23:16:06, a low power advisory alarm was activated. This likely indicates the patient inadvertently swapped the black and white power cables when connecting to the mpu. At 23:18:32 ¿ 23:18:38, the white cable power cable was re-connected to battery power, and the low power advisory alarm was no longer active. At 23:19:09 ¿ 23:19:34, the black power cable was re-connected to battery power and no alarms were active. At 23:20:42, a driveline disconnect alarm became active. Backup system controller log file: at 23:25:16, the driveline was connected; however, the pump did not start because the backup system controller was not connected to external power. The no external power and low flow (pump off) alarms were active. At 23:32:30, the driveline was disconnected from the backup system controller and was reconnected to the primary system controller. Primary system controller log file: at 23:31:45, the driveline was re-connected and a controller fault (yellow wrench) activated due to a fuse failure. This likely indicates that the modular cable was inserted into the system controller at a 180 degree misalignment and with enough force to make electrical contact. At 23:31:58, the driveline was successfully connected. At 23:32:01, the pump was running. The total time the pump was off was 11 minutes, 19 seconds. The driveline power fault was active due to a fuse failure. At 03:57:22, a driveline disconnected alarm was active and the system controller was shut down. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2017, when the patient was connecting the lvad to the mobile power unit (mpu), a yellow wrench alarm occurred. The patient reportedly attempted to exchange the system controller but passed out in the process. Emergency medical services (ems) was called and they reconnected the driveline upon arrival. The patient woke up immediately upon reconnection of the driveline by ems. Controller fault and driveline power fault alarms were observed in the event history. The patient was transported to a local hospital and the emergency department staff was instructed to exchange the system controller. The patient was then transferred to the implant center. The patient was reported to be doing well, with no deficits from this event. Log files from both the primary and backup system controllers were reviewed by one of the manufacturer¿s staff engineers. In summary, it appeared that the patient may have swapped the black and white power leads when connecting to the mpu, resulting in a low power advisory alarm. The patient/caregiver successfully cleared the alarm by switching back to battery power, but subsequently disconnected the driveline. The patient/caregiver then connected to the backup system controller without connecting to external power; the pump is unable to start without external power. The system remained in this condition for 7 minutes until the driveline was disconnected from the unpowered backup system controller and reconnected to the powered primary system controller. It also appeared that the modular cable was first inserted at a 180 degree misalignment before the proper connection was made. Total pump off time was 11 minutes, 19 seconds. All pump parameters appear normal before and after the event with pump flows in the mid to high 3¿s lpm. No additional information was provided.